Event description:
It was reported that occlusion alarms occurred. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Added b17 in type of investigation and removed b13

Event description:
It was reported that occlusion alarms occurred. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.